Event description:
The representative reported that subsequent to therapeutic ultrasound for the left shoulder; the pt was confused. At follow-up, the hcp indicated that the pt "looks great". Dbs system impedance measurements were greater than 4000 ohms on the left-side; right-sided therapy measurements were not elevated. A subsequent check with the physician programmer found everything acceptable. Findings from an MRI obtained on 09/2007, were not available at the time of this report. Add'l info has been requested from the physician.

Manufacturer narrative:
.